Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint types reported for units within the same lot. Conclusion code: off-label use [over 45 years of age at time of implant ((B)(6))]. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2017, as the surgeon attempted to load and implant a 13.2mm vticmo13.2 implantable collamer lens, diopter -17.0/+0.50/x134 into the patient's left (os) eye, he discovered the lens broke. Reportedly, this was discovered prior to implant and there was no patient contact with this lens.